Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
Inserter bent during insertion. This event occurred during mechanical testing on porcine tissue. No patient was involved.